Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that on several occasions, the label printers had lost their configurations and required reconfiguration. A technical support specialist effectively cleared all documents from the queue and reconfigured the printer settings to address the problem. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the pyxis medstation es system, a situation was encountered where label printers lost their configuration. A customer indicated that the user had experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.